Manufacturer narrative:
A boston scientific field representative was not present at the explant procedure. A request has been made to the hospital for return of the device. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of t-wave oversensing with inappropriate shocks. The device is being explanted due to significant health issues caused by the tachyarrhythmias. The patient will undergo an atrioventricular junction ablation and will be upgraded to a cardiac resynchronization therapy defibrillator (crt-d).